Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient broke out from head to toe in blisters about 20 hours after implantable neurostimulator (ins) implant and the blisters were painful. The patient noted that she even went to the emergency room (ER). In addition, the patient stated they did not know what was causing it. It was also reported that the patient started to go into kidney failure on (B)(6) 2016. The patient further reported the healthcare professional wanted information regarding the device. It was noted that the patient had two previous systems that were fine; the only difference was that a paddle lead was implanted with this most recent ins battery. The healthcare professional further reported that the patient had a diffuse rash that began (B)(6) 2016 (the day after implant) and persisted; the patient now had what looked like allergic contact dermatitis. The rash/blistering was worse on the patient¿s lower back/upper legs/trunk, but would also come and go in other areas like the upper chest, lower abdomen, etc. The patient had seen 2 dermatologists, had biopsies done, had been on anti-histamines, and had been in the burn unit due to the lesions. At one point, the healthcare professional mentioned the patient may have stevens-johnson syndrome. The allergy was not confirmed and the situation was being addressed by the healthcare professional. The reported symptoms were considered a sudden change in therapy/symptoms. Additional information received from a second healthcare professional on reported that the patient¿s renal failure was not related to the spinal cord stimulation (scs) system; the patient had a history of kidney problems that existed prior to device implant. The healthcare professional also stated the rash was not related to the paddle leads; it was another underlying condition the patient had. The patient¿s indications for use included radiculopathy and spinal pain. Additional information received from a manufacturer representative (rep) indicated there was a potential for an allergic reaction with a patient. The situation was being addressed by the healthcare professional. The patient had a rash since implant. The patient had steroid injections and antihistamines from their dermatologist and planned to have an allergy test for the materials of the implanted products. The issue was not resolved at the time of the report. Additional information received from a healthcare professional indicated the allergic reaction started immediately after implant. The significant sunburn type rash was on the trunk, front and back. The patient had been treated by a local dermatologic. They initially though it was an allergic reaction to antibiotics, but they had not had official allergy testing done. Additional information was received. The patient reported that their back and stomach have been in a full rash for a full year starting within 8 hours of the implant procedure. The patient rehashed some of the symptoms that were reported previously. The patient mentioned that "the pain goes away and it's perfect" in regards to their current ins. Additional information was received from a patient on (B)(6) 2017. The patient stated that since implant they have not been able to get rid of the rash. They have worked with 11 doctors, but the doctor cannot get a hold of the materials to test the patient with. The patient was treated with medicine and steroids without result. The patient thinks if other troubleshooting is not done they might have to get the implantable neurostimulator (ins) removed. No further complications were reported/are anticipated. Additional information: it was reported that the patient's pain management provider called the rep back today and stated that the patient continues to have a rash that comes and goes. Often courses from left to right lower back above hips as well as patchy spots on various parts of her body. The patient has an appointment with dr. (B)(6) at (B)(6) on (B)(6) 2017 for follow up to discuss explant versus replacement. No further information reported. Additional information was received from the manufacturing representative (rep) regarding the patient. The rep inquired if there had been a change in the titanium that the manufacturer used. Technical services told the rep that they were not aware of any changes. No further information was reported. No further complications were reported.

Manufacturer narrative:
Correction: please note, conclusion code 92 no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the rep. It was reported that the hcp took the patient to the operating room on (B)(6) 2017 and opened up the patient¿s ins pocket to evaluate irritation and possible remove anchoring sutures that the hcp felt may be causing the patient¿s irritation. The hcp found no anchoring sutures in the pocket and chose to explant the patient¿s ins. The hcp left the paddle lead in situ and planned to follow-up with the patient to see if her symptoms resolved after the ins explant. If the patient¿s symptoms continue, the hcp plans to re-implant the patient with a new ins. The patient¿s ins was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. Product analysis #701373413:analysis information -- 2017-11-22 18:36:49 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Continuation of d11: product ID 977c165 (B)(4) implanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.